Event description:
As reported via the tct 2020 presentation, 'the utility of ambulatory event monitoring in detecting delayed conduction abnormalities after tavr'. The study monitored patients undergoing tavr who were discharged with a 30-day event monitoring device. Of the patient's that received sapien 3 transcatheter heart valves, 14 required ppms for conduction abnormalities post tavr. On 2020-09953-1: (B)(6) yo female, annulus 429mm2, 23mm s3, -4.66% oversizing, baseline conduction abnormalities rbbb, post-op abnormalities rbbb, post-tavr ppm indications tachy-brady-syndrome, 5s pauses, ppm at 12 days post-tavr. On 2020-09953-2: (B)(6) yo female, annulus 332mm2, 23mm s3, 23.19% oversizing, baseline conduction abnormalities none, post-op abnormalities intermittent rbbb, transient 2 degree mobitz 1, post-tavr ppm indications 2 degree avb, alternating rbbb/lbbb, ppm at 12 days post-tavr. On 2020-09953-3, (B)(6) yo male, annulus 564mm2, 29mm s3, 15.07% oversizing, baseline conduction abnormalities none, post-op abnormalities lbbb, post-tavr ppm indications lbbb, difficult rate control, ppm at 13 days post-tavr. On 2020-09953-4, (B)(6) yo female, annulus 506mm2, 26mm s3, 2.57% oversizing, baseline conduction abnormalities none, post-op abnormalities lbbb, post-tavr ppm indications 3 degree avb, 3-7s pauses, ppm at 5 days post-tavr. On 2020-09953-5, (B)(6) yo male, annulus 598mm2, 29mm s3, 8.53% oversizing, baseline conduction abnormalities 1 degree avb, post-op abnormalities lbbb, post-tavr ppm indications 1 degree avb, lbbb, 3s pauses, ppm at 30 days post-tavr on 2020-09953-6, (B)(6) yo male, annulus 459mm2, 26mm s3, 13.07% oversizing, baseline conduction abnormalities none, post-op abnormalities none, post-tavr ppm indications 3 degree avb, rbbb, ppm at 7 days post-tavr. On 2020-09953-7, (B)(6) yo male, annulus 506mm2, 26mm s3, 2.57% oversizing, baseline conduction abnormalities none, post-op abnormalities none, post-tavr ppm indications 15 s pause, ppm at 2 days post-tavr. On 2020-09953-8, (B)(6) yo male, annulus 497mm2, 26mm s3, 4.43% oversizing, baseline conduction abnormalities lpfb, rbbb, post-op abnormalities lpfb, rbbb, 3 degree avb, post-tavr ppm indications 3 degree avb, ppm at 2 days post-tavr on 2020-09953-9, (B)(6) yo male, annulus 543mm2, 29mm s3, 19.52% oversizing, baseline conduction abnormalities 1 degree avb, rbbb, post-op abnormalities 1 degree avb, rbbb, post-tavr ppm indications intermittent 3 degree avb, ppm at 20 days post-tavr. On 2020-09953-10, (B)(6) yo female, annulus 446mm2, 23mm s3, -8.30% oversizing, baseline conduction abnormalities none, post-op abnormalities lbbb, post-tavr ppm indications intermittent 3 degree avb, ppm at 20 days post-tavr. On 2020-09953-11, (B)(6) yo male, annulus 598mm2, 29mm s3, 8.53% oversizing, baseline conduction abnormalities 1 degree avb, post-op abnormalities 1 degree avb, lbbb, post-tavr ppm indications 1 degree avb, lbbb, 15 s pause, ppm at 15 days post-tavr. On 2020-09953-12, (B)(6) yo male, annulus 459mm2, 26mm s3, 13.07% oversizing, baseline conduction abnormalities rbbb, post-op abnormalities rbbb, lafb, post-tavr ppm indications 3 degree avb, 7 s pause, ppm at 5 days post-tavr. On 2020-09953-13, (B)(6) yo female, annulus 423mm2, 26mm s3, 22.70% oversizing, baseline conduction abnormalities rbbb, post-op abnormalities rbbb, post-tavr ppm indications 3 degree avb, 8 s pause, ppm at 3 days post-tavr. On 2020-09953-14, (B)(6) yo female, annulus 468mm2, 26mm s3, 10.90% oversizing, baseline conduction abnormalities none, post-op abnormalities lbbb, post-tavr ppm indications lbbb, tachy brady syndrome, ppm at 10 days post-tavr.

Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2020-14787, 2015691-2020-14788, 2015691-2020-14793, 2015691-2020-14795, 2015691-2020-14796, 2015691-2020-14798, 2015691-2020-14799, 2015691-2020-14801, 2015691-2020-14802, 2015691-2020-14803, 2015691-2020-14805, 2015691-2020-14807, and 2015691-2020-14808.